Manufacturer narrative:
Product event summary: the catheter was returned and analyzed; analysis revealed a spiral slit. The shaft was kinked/buckled and visual analysis noted damage during use.

Event description:
It was reported that during an implant procedure as the sheath was being slit through the hub, a portion of it tore away; it broke off from the remaining sheath. The remaining sheath was removed with scissors and manual traction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.